Event description:
It was reported that the pump's usb port was damaged causing difficulty maintaining charging connection. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.